Event description:
The owen mumford unistik 2 and unistick 3 safety lancets can be resest and used more than once. These two products claim to be safe and single use. There have been clinician complaints on the unistick 2 so they have launched unistick 3 but it can be reset as well. This puts people at risk of secondary stick - hiv, hepatitis /bloodborne pathogen.